Manufacturer narrative:
Investigation is ongoing.

Event description:
During a 26mm sapien 3 ultra tavr procedure, there was resistance or inability to advance the valve through the esheath and delivery system (ds). The operator attempted to pull back the commander delivery system, and the delivery system would not come back. A new esheath was prepped. The sheath and ds were removed as a unit, however, the valve got caught on the seam. The patient had a dissection at the external left iliac. The vascular injury or dissection was repaired with a balloon and stent. Patient was reported to be in stable condition post the procedure.

Manufacturer narrative:
Update to h6; component code, device code, type of investigation, investigation findings, investigation conclusion. The esheath plus was returned to edwards lifesciences for evaluation. The returned device was evaluated, and the following was observed: there was a liner tear on the sheath shaft, the distal tip was split, and there was a curvature and kink approximately 5 inches for the distal tip. Liner thickness was measured along the liner tear and met specifications. A device history record (DHR) and lot history review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During the manufacturing process, the device is visually inspected, and tests are performed throughout the process. However, no manufacturing non-conformances were identified during the investigation. The esheath+ IFU, commander delivery system (ds) IFU, and device preparation manual instructions for use (IFU) were reviewed. The device preparation manual provides guidance on delivery system insertion through sheath. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. In addition, the device preparation manual provides guidance on thv retrieval back into sheath tip. Ensure that the valve is centered on the flex tip, ensure delivery system is locked, verify the flex catheter is completely unflexed, withdraw the ds and sheath as a single unit completely from the arteriotomy while maintaining guidewire position, and do not force the valve into the sheath. If resistance is felt, the valve may be caught on the sheath tip. Stop, advance the valve past the sheath tip and ensure valve is centered on the flex tip. Rotate the delivery system before trying again. Based on this review, no IFU training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for inability to advance through sheath, sheath liner torn, and sheath distal split tip were confirmed based on the condition of the return device. A manufacturing non-conformance was not identified. Reviews of the DHR, lot history, and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no note of abnormalities during device unpacking or preparation. As reported, "there was resistance or inability to advance the valve through the sheath and delivery system". Per evaluation of the returned device, sheath shaft curvature was observed, and a kink was present indicating that the device likely encountered tortuosity within the patient's access vessel. Tortuosity can create sub optimal angles during delivery system insertion that may lead to resistance. As reported, "the sheath and ds were removed as a unit and a new esheath was prepped, however, the valve got caught on the seam". Tortuosity can also create a challenging pathway during delivery system advancement and removal, which can lead to increased friction between the delivery system with crimped valve and sheath inner lumen. It is possible that during manipulation of the device, the valve strut became bent and became caught on liner, tearing it. As reported "the operator attempted to pull back the commander delivery system at first it would not come back". It is possible that in attempts to pull the valve back through the tortuous anatomy, it could catch on the distal tip and if excessive force was used, the tip could split. In this case, available information suggests that patient factors (tortuosity) and procedural factors (non-coaxial withdrawal, excessive force, valve caught on liner, excessive force) may have contributed to the complaint event. The complaints for sheath distal tip torn and inability advancing the delivery system through the sheath were confirmed. This the issue has been previously identified in product risk assessment (pra) and a CAPA. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-06229.

Manufacturer narrative:
A supplemental report is being submitted as a voluntary medsun was received from the hospital. Report number: mw5108917.